Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "hardening of implants and tightness across chest" also "worried about implants" and would like to "have them removed." Additionally patient reported left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Event description:
Healthcare professional later confirmed patient did not have a rupture, capsular contraction or any other complaint. Patient only had the implants removed due to concerns about bialcl."

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "hardening of implants and tightness across chest" also "worried about implants" and would like to "have them removed." Additionally patient reported a capsular contracture baker grade iii. The device was explanted. This record relates to the left side.